Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and removed it due to the wrong power selection. The lens was removed without any patient injury.

Manufacturer narrative:
Other, no complaint against the product, labeled. Evaluation: results: visual inspection of the returned product showed the lens was split in half and there was clear surgical residue on the lens.